Event description:
Caller reported a nurse was accidentally stuck by a safe-t-pro lancet that did not retract after use. Reported no professional medical treatment. Returning the box of lancets, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.